Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the lock screw driver was broken during the surgery. No patient complications were reported.